Event description:
This rv lead was implanted on (B)(6) 2003 and remains implanted as this time. A call was placed to technical services on (B)(6) 2018 stating that the lead has an out of range impedance. The out of range impedance value is less then 200 ohms. The following physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).